Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2; eobs2 from the FDA inspection conducted between july 17 to july 21; 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: the root cause was identified as a defective ambient valve. After replacing the part as correction; the unit was working as required. There was no patient or user harm. The identified root-cause was confirmed. Since the complaint in question was submitted to hamilton medical ag almost 2 years ago; no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment.

Event description:
Tightness test and flow sensor calibration failed.